Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has power issues. The subject pump allegedly was dead when she awoke. In addition, it was hot to touch and left a red mark on her chest. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Investigation was unable to reproduce the alleged power issue. Review of alarm history did not show any power related alarms. Investigation did not find any damage to the battery compartment and the battery cap. The battery cap measurements were within specifications and the cap was able to tighten properly onto the pump. The pump powered up to a clear functional display screen with the appropriate audio and vibration alerts. The pump was exercised for 24 hours without incidents. When the pump casing was opened, no anomalies were found with the power circuit. Additionally, the complaint regarding the device overheating was not duplicated during the investigation and the pump¿s current draws were found to be within specifications.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.